Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0cu0m, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va02brf, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type; extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use was parkinson disease and movement disorders reported that at his appointment on (B)(6) 2015 when heath care provider (hcp) turned the device on, he felt shocking sensation in his hand. The change in therapy/symptoms was considered sudden. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.